Event description:
It was reported that the patient was transplanted. The device was working as expected for the whole time of support. Device will not be returned for evaluation. It is unknown if there were events that could have expediated higher up on the transplant list. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported through patient outcome that the patient was transplanted on (B)(6) 2021. The device was working as expected for the entire duration of support and was not returned for evaluation. It is unknown if there were events that could have expediated the patient higher up on the transplant list. Additional information communicated on (B)(6) 2021 stated that due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. Potential risks associated with the use of the heartmate 3 left ventricular assist system (lvas) have been outlined in the product risk assessment documents as well as the human factors risk assessment document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.